Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the caller couldn¿t get the recharger to work right and it didn¿t seem to recharge. The caller stated the implant only shows a quarter charge and every day she is supposed to do it and she cannot get a full charge. The caller confirmed they were able to connect with the recharger and get 8 coupling bars. The caller noted there should be a lightning bolt on the top left, but the lightning bolt is never there. The caller said she pressed the white button on the side of the recharger before she pressed the green start charge button. It was reviewed the caller may have turned stimulation off when she touched the white button. The caller turned the implant on with the stimulation on button on the recharger and the patient confirmed he felt stimulation. The recharger screen showed the implant was charging and was at 1/8 or ¼ full. The caller stated they were just worried about the lightning bolt when she could not get it on. The caller stated she has been charging the stimulator the whole time and it has not been charging. The caller thought this was because the stimulator was off, but it was reviewed the implant will still charge if stimulation is off. The caller clarified and confirmed that all coupling bars were empty when they were charging. The caller stated sometimes they have the antenna over the implant and sometimes the coupling bars do not shade. The patient was recently implanted, but said their healthcare provider and manufacturer¿s representative (rep) gave them the go ahead to start charging. The caller stated the other day, no matter what they did, they weren¿t getting coupling. They had the recharger on for 3 hours and it did not charge. The recharger has never shown the recharge complete screen. The caller also stated it was confusing to her trying to read the little things in the manual. The caller said everything was confusing and the rep said the patient could lay against a pillow. The patient was leaning against a cushion and the recharger got hot and was turning off, so a rep helped the patient with that. No further complications were reported.